Event description:
Patient reported that she just got home from the hospital today. She was using her own pump in the hospital and nurses did last cassette change. Patient was doing her cassette change at home today (moved to other pump with cassette change) and when she was trying to remove the previous cassette from the pump (serial number (B)(6)) it was locked and would not release. Patient stated she looked through the manual and found that pump may have been locked with a key by hospital staff. No lapse in therapy or adverse events from this. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. " did the reported product fault occur while in use with the patient? No "; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return; " did we replace device? Yes "; did the patient have a backup device they were able to switch to? Yes; " if yes, was the patient able to successfully continue their infusion? Yes; " is the infusion life-sustaining? Yes "; what is the outcome of the event? Resolved.